Event description:
On approx 8/6/96, the pt grew out bacilius species from a central venous catheter. Pt placed on a 7 day course of antibiotics. Pt readmitted on 8/16/96 and had the catheter removed due to positive blood cultures while on antibiotics. Pt had another central venous catheter placed on 8/20/96. It appears the hosp and the subsequent home health care agency used another MFR's IV tubing with the catheter. When the pt was admitted to the hosp on 7/25/96 another MFR's valve was used. These two products were understood to be interchangeable when used with this co's catheter. However, it appears the other MFR's tubing stretched the catheter causing the leakage to occur at the lock cap when the other MFR's valve was used.